Event description:
The customer originally returned his olympus duodenovideoscope due to the elevator not moving up and down during procedure preparation. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation. There was no patient involvement when the reportable failure was identified.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The forceps elevator was not moving up due to a broken wire. Additionally, as noted, the unit had undergone insufficient reprocessing as foreign material was present on the forceps elevator. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the intended procedure was an endoscopic retrograde cholangiopancreatography case. It was confirmed completed without any negative impact to the patient. The event date was confirmed as (B)(6) 2022.